Event description:
Customer reported the act button on the insulin pump was not working. Customer's blood glucose was 200 mg/dl. Customer does not recall any significant event that may have caused the keypad issue stated it just started happening. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump was unable to perform displacement test due to button unresponsive act button from moisture damage. Insulin pump had minor scratches on lcd window, cracked case at lcd window corner and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.